Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the adomen on (B)(6) 2023. On (B)(6) 2023 at 7:00am, it was reported that the patient was sleeping and fell out of bed and passed out. The patient's spouse checked the cgm and it was 86 mg/dl and could not wake the patient. The spouse called an ambulance and when the paramedics arrived, they checked the bg and it was 52 mg/dl. They treated the patient with glucagon and transported the patient to the hosital. At the hospital, the patient was treated with potassium and glucagon. The patient was in the hospital for five hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.